Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor error was noted in the history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform the functional test, including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book image. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.